Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.25 x 12 synergy ii drug-eluting stent was advanced but failed to cross the lesion. During removal of the device into the guide catheter, the stent dislodged and ended up free floating on a wire in the aorta and into the left ventricle. The patient was given higher radiation dosages. Subsequently, a contra-lateral vascular access was obtained and a snare was advanced in the left ventricle, directing the stent into the superficial profunda in the thigh. However, the stent could not be removed. No patient complications were reported.